Manufacturer narrative:
Continuation of d10: product ID: 97755, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4), g2. Foreign: canada h6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated that she had difficulty charging her ins. She could barely keep the battery at 30%; battery wouldn't charge more than 30%, and the recharger was always extremely hot. The issue was not resolved at the time of the report. It was noted that it would be replaced. A replacement recharger was sent to the patient. The patient was alive with no injury at the time of the report.